Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys vitamin d iii assay results for 5 patient samples on a cobas e 801 module. The initial results were reported outside of the laboratory. The reagent pack was changed and the samples were repeated. For sample 1, the initial vitamin d result was 148 nmol/l. The repeat result was 77 nmol/l. For sample 2, the initial vitamin d result was 68 nmol/l. The repeat result was 38 nmol/l. For sample 3, the initial vitamin d result was 221 nmol/l. The repeat result was 92 nmol/l. For sample 4, the initial vitamin d results were > 300 nmol/l and > 300 nmol/l. The repeat result was 60 nmol/l. For sample 5, the initial vitamin d result was 128 nmol/l. The repeat result was 31 nmol/l. The analyzer serial number is (B)(4).

Manufacturer narrative:
The investigation is ongoing.